Event description:
It was reported during normal general change due to eri, externalized conductors proximal to the rv coil were found. Confirmed via fluoroscopy the lead was capped and replaced. The patient was asymptomatic. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
(B)(4).